Manufacturer narrative:
Per the user facility's biomedical engineer, the circuit breaker was the root cause of the reported issue and was disposed of.

Event description:
The user facility's biomedical engineer reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) would not charge and operated on battery only. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.